Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had inserted two sensors that were not communicating with the insulin pump. When the sensors were removed, they found there was no cannula on the sensor. Blood glucose value was 67 mg/dl. The sensors would be replaced and returned for analysis.